Event description:
It was reported, the customer was experiencing high blood glucose. Customer stated, their blood glucose would be around 200 mg/dl in the morning. It was found the customer's blood glucose also reached a high of 299 mg/dl. Troubleshooting found the customer had a no delivery alarm in their alarm history. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.